Event description:
It was reported that an internal air leak and a damaged luer connector was observed on a prismaflex m100 set c. The event occurred during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation however photos were provided. The visual inspection observe d that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause is a design issue in which a design change control of the mll is ongoing. Should additional relevant information become available, a supplemental report will be submitted.